Manufacturer narrative:
Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a medwatch importer report mw#(B)(4) stating that around 8 months ago a patient undergone a cardiac surgery and he was recently identified positive to mycobacterium chimaera. A heater-cooler system 3t was used during the surgery. Differently from what stated in the event description, (B)(6) 2018 is reported as event date within the report. Within the report are stated other information about the patient that may have influenced the outcome of the event: drug induced interstitial pumonary fibrosis, coronary arterial disease, hyperlipidemia, benign prostatic hypertrophy, tetroperitoneal carcinoma, zoster.

Event description:
See initial report.

Manufacturer narrative:
H.10: a service history review did not reveal any relevant information. The unit was deep disinfected as regular service for the upgrade completed on (B)(6) 2019. A complaint database analysis has been performed and revealed that no device contamination complaints were ever submitted by this hospital.